Event description:
During the initial implant procedure, the right ventricular (rv) lead was placed successfully, however, the lead appeared to buckle with each heartbeat. The physician suspected an rv lead malfunction and elected to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and unintended movement. As received, a complete lead was returned in one piece. The reported event of unintended movement was not confirmed. Visual inspection of the lead did not find any anomalies between the leads ring and coil. X-ray examination showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.